Manufacturer narrative:
Follow up information received on (B)(4) 2014: ptc result updated. Final assessment: additional lot numbers received. Since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to confirm that all parts are accounted for and inspect the device to look for any manufacturing deficiencies. In this case, we conducted a review of the manufacturing batch records and confirmed that final product testing for these lots was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Medical assessment: the medical events reported are not necessarily indicative of a quality defect. Additionally, it is noted that the medical events in this case are broad in nature and occurred over a period of about 3 years as reported. Four (4) additional ae case reports have been received to date in relation to batch number 740647 but only one (1) of these cases refers to similar types of medical events. Six (6) additional ae case reports have been received to date in relation to batch number 50500521 but only one (1) of these cases refers to similar type of medical events. No unusual pattern could be identified at this time for either batch. The review of the lot history records confirmed that the product met product release specifications for both lots. No complaint sample was provided for a technical investigation. At the time of this medical assessment the technical investigation concluded "unconfirmed quality defect". Based on the information available, there is no reason to suspect a quality defect. Company causality comment: this legal case report refers to a female patient who had inserted essure (fallopian tube occlusion insert) and experienced frequent uti, extremely heavy menstrual bleeding with golf ball sized clots, irregular menses and painful heavy bleeding with clots. This case is not medically confirmed. Events are considered serious due to medical importance. Frequent uti is unlisted in the reference safety information for essure, while the other events are listed. Extremely heavy menstrual bleeding with golf ball sized clots and painful heavy bleeding with clots were regarded as an incident and frequent uti and irregular menses as a non-incident. Changes in menstrual pattern are expected after essure insertion. In this particular case, consumer experienced it for about 3 years, until she was submitted to a hysterectomy. Based on the information provided, causality between events extremely heavy menstrual bleeding with golf ball sized clots, irregular menses and painful heavy bleeding with clots and essure use cannot be excluded. Urinary tract infection is usually caused by escherichia coli (e. Coli), a species of bacteria commonly found in the gastrointestinal tract. Sexual intercourse may lead to cystitis, but it is not necessary to be sexually active to develop it. All women are susceptible to cystitis because of their anatomy - specifically, the close proximity of the urethra to the anus and the short distance from the urethral opening to the bladder. Considering its pathophysiology and infectious nature, a causal relationship between frequent uti and essure use can be excluded. Additionally, non-serious events were reported. According to ptc final analysis the technical investigation concluded "unconfirmed quality defect". Based on the information available, there is no reason to suspect a quality defect.

Event description:
On an unspecified date, the consumer experienced frequent uti (urinary tract infection), extreme fatigue, depression, mood swings, severe abdominal bloating, extremely heavy menstrual bleeding with golf ball sized clots, irregular menses, bv (bacterial vaginosis)infections, vertigo, forgetfulness, migraines, joint pain, numbness in extremities, missing a period, my body is having a reaction to the metals and chemicals in the pets fiber, I was in so much pain, and abdominal swelling. On an unspecified date the consumer underwent a hysterectomy ((B)(6)) due to removal of essure. All symptoms have diminished since removing the essure.